Event description:
It was reported that the pt's pump previously contained pt prialt which was not well tolerated. The hcp removed the prialt from the reservoir, programmed the drug name as saline and "put in an erroneous reservoir volume, programmed the infusion mode to minimum rate but never filled the reservoir with saline." The pump has been running at minimum a year and a half; the reservoir has been empty. An alarm was noted in (B)(6)2008. It was later reported that a new hcp wanted to refill the pump and attempt therapy again. On (B)(6)2009, the hcp attempted to aspirate the catheter "with little success." The hcp then decided to inject the catheter with omnipaque under x-ray to see device placement and patency. The hcp was unable to view proper placement and end of catheter under x-ray. The hcp ended the procedure with suggestion for the pt to undergo revision of the catheter replacement. The pt was considering other options.

Manufacturer narrative:
(B)(4).